Event description:
It was reported that the pta balloon would not inflate during use in the right sfa. The device was retracted without incident ad another balloon was used to complete the procedure. There were no reported pt injury.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed the lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Evaluation of the returned device found a partial circumferential shaft break at the proximal butt joint. The polyimide appeared to be intact. The edges of the break were examined under magnification (microscope 10x) and the edges of the break were slightly jagged. The patency of the guidewire lumen was tested and passed. The inflation hub was connected to an inflation device and water was used to inflate the balloon. Upon inflation, water was observed leaking from the partial break in the proximal butt joint. The balloon was unable to be inflated to rbp due to the leak. The balloon was deflated without issue. The investigation is confirmed for a partial circumferential break at the proximal butt joint, resulting in a leak during inflation. The investigation is confirmed for an inflation issue, as the balloon could not be fully inflated without leaking. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Note: at the manufacturing site, catheters are 100% inflated, leak tested, and visually inspected for numerous defects. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instructions for use (IFU).

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.